Event description:
Per the clinic, the patient developed skin irritation at the implant site due to head traumas related to behavioral issues. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2012. Device not available for analysis.